Event description:
It was reported that the right ventricular (rv) lead had perforated causing tamponade, pleural effusion and pericardial effusion. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.